Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller history revealed abnormal pump stoppages while the patient was on the power module patient cable, which caused multiple alarms. An x-ray image appeared to contain an area of concern near the tapered end of the connector end bend relief. On (B)(6) 2014, the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.